Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the shield separated from tube. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on march 10, 2023, when the patient was preparing to label the blood collection, he found that the cap of the purple head tube had fallen off, which was found in time and did not cause any harm to the patient, so it was reported for treatment in time.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. 10 retention samples were draw tested with all weights being within specification limits of 1.62ml ¿ 2.20ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the shield separated from tube. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the patient was preparing to label the blood collection, he found that the cap of the purple head tube had fallen off, which was found in time and did not cause any harm to the patient, so it was reported for treatment in time.